Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with 290cc mentor smooth round high profile saline breast implants experienced unexplained fatigue brain fog, joint pain, foot pain, shortness of breath, inflammation, thyroid off, adrenal issues, inflammatory markers where high, severe dry eyes, leg numbness, tingling arms and tingling legs post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2019. This report is for the right sided device. See 1645337-2020-00782 for contralateral prosthesis report.